Event description:
A user facility reports that during intraocular lens (iol) implant surgery, a vitrectomy was performed. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was returned for evaluation. Both haptics were bent due to the position of the lens in the case. No other damage observed to the lens. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 12/19/2007, 12/20/2007 and 01/08/2008 by phone, mail and fax. A completed questionnaire has not been returned.